Event description:
The following was reported to gore on 2/28/24 from the viedoc study database: on (B)(6) 2024, this 40-year-old patient underwent implantation of two gore® viatorr® tips endoprosthesis with controlled expansion devices in the portal vein for treatment of ascites. The second gore® viatorr® tips endoprosthesis with controlled expansion device was implanted as the first stent was not sufficiently lying in the liver vein and due to stenosis in the liver vein. However, dilatation of the stent was not possible. A gore® tips set was used during the procedure. There were multiple punctures due to the short tract between the liver vein and portal vein. The patient had difficult anatomy. The study devices were successfully delivered during the procedure and the second stent was dilated twice post deployment. On (B)(6) 2024, the patient was noted to have a reintervention related to study device occlusion or shunt dysfunction. It was noted that catheterization of the tips stent was not possible and patency was not restored. On (B)(6) 2024, the patient was noted to have a reintervention related to study device occlusion or shunt dysfunction. It was noted that catheterization of the tips stent was again not possible and patency was not restored. On (B)(6) 2024, in a planned third intervention they were able to enter the stent and perform dilatation. Since that intervention, there is no stent dysfunction. The patient was discharged home on (B)(6) 2024.

Manufacturer narrative:
B3: date of event: the selected event date, 15-feb-2024, which is the date of the first reintervention, was used as a best estimate, as no exact occlusion date is available. B5: describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the device was returned for investigation. The study coordinator stated that during the first intervention, a second stent had to be inserted as the first stent was not sufficiently lying in the liver vein. However dilatation of the stent was not possible, a few days later stent dysfunction and occlusion developed. There were two reinterventions related to study device occlusion or shunt dysfunction where catheterization of the tips stent was not possible, and patency was not restored. The recanalization of the stent was not successful. In the last, third intervention, they were able to enter the stent and perform dilatation. Since that intervention, there is no stent dysfunction. As no further details were made available from the study coordinator, a root cause of the reported event cannot be established with the provided information to gore. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events. Potential clinical and device adverse events. Possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include, but are not limited to: shunt stenosis or occlusion.

Event description:
The following was reported to gore on 2/28/24 from the viedoc study database: on (B)(6) 2024, this 40-year-old patient underwent implantation of two gore® viatorr® tips endoprosthesis with controlled expansion devices in the portal vein for treatment of ascites. The second gore® viatorr® tips endoprosthesis with controlled expansion device was implanted due to stenosis in the liver vein. A gore® tips set was used during the procedure. There were multiple punctures due to the short tract between the liver vein and portal vein. The patient had difficult anatomy. The study devices were successfully delivered during the procedure and the stents were dilated twice post deployment. On (B)(6) 2024 the patient was noted to have a reintervention related to study device occlusion or shunt dysfunction. It was noted that catheterization of the tips stent was not possible and patency was not restored. On (B)(6) 2024 the patient was noted to have a reintervention related to study device occlusion or shunt dysfunction. It was noted that catheterization of the tips stent was again not possible and patency was not restored.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. H3: other: engineering evaluation could not be performed as the device remains implanted. H6: evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met pre-release specifications. It was stated again that catheterisation of the tips stent was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.